Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 4/3/2017. The fse reported the pick up mechanism would not home in the z direction. Replaced test cup picking assy. Used software to remove test cups from instrument. No jams or dropped cups and ran (qc) quality control. Customer started to run paitents and received a c trans error. The fse removed fallen cup from incubator. Checked and adjusted incubator belt tention. Checked and readjusted cup pick up assy positions. Performed upgrade . Ran test cup macro for 120 cycles. No jams or errors. No further action required by fse. The most probable cause of the reported event was due to the test cup picking assembly.

Event description:
On (B)(6) 2017 a customer reported 900 error 4151 with c trans z home detect with their a1a 900 analyzer. The customer is unable to run ipth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ipth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.